Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2019 explanted: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient clarifying the report that ¿a wire was disconnected¿ meant that they weren¿t feeling connection on the right side. A manufacturer representative (rep) met with the patient at the doctor¿s office to check their device out. The rep helped them readjust numbers and checked the device attachments. Both leads were just fine and with the adjustments the patient could feel both sides stimulating. They were all set to get an MRI.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that patient is not getting stimulation on the right side since about a year ago. Caller stated patient used to feel stimulation on both sides and now only feels stimulation on one side. Patient services specialist asked if patient had any falls or trauma and patient said no. Patient stated they were told a wire is disconnected a year ago by someone but they are not sure who. Patient stated they have been trying to get this taking care of. Agent asked patient to connect with controller, and controller shows ins 50%, controller 100% charged. Agent confirmed ins and controller are charging. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Patient service reviewed device function and recommend patient consult with healthcare provider ofc for next steps.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2019; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.